Manufacturer narrative:
(B)(4).

Event description:
The customer complained of intermittent high results for patients tested for ise indirect na gen.2 on a cobas 6000 c (501) module between (B)(6) 2018. The customer stated some of the high na results were detectable as they were accompanied by data flags, but in some cases there were no data flags present. The customer stated the issue started after monthly maintenance was performed. The customer provided an example of an erroneous high na result for 1 patient sample. The initial result was 174 mmol/l. The sample was repeated on a different c501 module and the result was 143 mmol/l. The repeat result was believed to be correct. The erroneous result was not reported outside of the laboratory. No adverse event occurred. The na electrode lot number and expiration date were not provided. The customer replaced the na electrode, changed the ise reagents, changed the pinch valve tubing and checked the internal standard bath. Calibration and qc before and after the event were acceptable. The field service engineer (fse) visited the customer site and found a hole in the vacuum line to the detergent nozzle. The fse removed the damaged part of the tube and re-attached the tube to the nozzle. Precision testing was performed with acceptable results. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The customer stated the issue has been resolved.